Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that the customer¿s blood glucose (bg) was 400 mg/dl and correction boluses were delivered. Customer was not feeling well and went to the emergency room for diabetic ketoacidosis (dka). Customer was admitted to the hospital the next morning. Intravenous insulin, insulin injections and fluids were administered. Elevated bg/dka were resolved and customer was discharged on (B)(6) 2019 with no permanent injury. Customer did not know cause of elevated bg. As event occurred in the past, tandem technical support was unable to determine a cause of the event.